Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and pod communication error at start up.

Event description:
The prestataire reported that the patient experienced difficulty pairing pods with the controller at start up, resulting in four pods failing to activate. The patient was reportedly wearing the pod on the arm at the time of use. The reporter also stated that the patient had been receiving intravenous antibiotics during hospitalization, later transitioning to oral antibiotics. The patient required medical assistance, which was sought on (B)(6) 2026; however, it could not be confirmed whether the pod was worn during this medical encounter. No further details regarding device, symptoms, or clinical impact were provided. A supplemental report will be submitted if additional information becomes available.